Event description:
It was reported that the graft was passed through a femoral tunnel with ultrabutton, but this passed through the skin and the pulley system was broken, so it was necessary to open a new ultrabutton. It was fixed in the external cortical of the femoral tunnel with ultrabutton system and it was fixed with a 8x20mm interference screw in tibia. All broken pieces were removed from the patient. There was a 60 minutes delay and no patient injuries were reported.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿the pulley system was broken.¿ an exact root cause cannot be determined without evaluation of the device; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect flipping or reduction. (2) incorrect tunnel preparation. (1) use of the ultrabutton adjustable fixation device requires an appropriate level of surgical experience. (2) completion of a skills laboratory, training by the manufacturer or one of its appointed representatives, and or observation of/assistance with similar surgical procedures is recommended. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.